Event description:
The customer reported she exhibited a reaction on her face and neck as a result of mask use. On (B)(6) 2022, customer reported itching/burning. Customer treated with antihistamine and cortisone cream. On 01sep2022, customer reported itching/burning sensation, increased redness, oozing behind ears, progression of irritation to eyes, forehead, neck and chest areas. On (B)(6) 2022, physician prescribed prednisone shot and oral prednisone for contact dermatitis and rash. The following week, skin reaction progressed throughout body with various spots, blisters, and patches occurring (abdomen, arms, back, upper legs, behind knees). On (B)(6) 2022, the customer was prescribed more prednisone. The skin reactions continued to flare in some spots and thigh areas. On (B)(6) 2022, physician prescribed additional prednisone 60mg per day and referred customer to allergist/immunologist. On (B)(6) 2022, allergist confirm reaction. No further updates from customer are available thereafter.

Manufacturer narrative:
The product involved in the event reported is not available for evaluation. Upon conclusions of the complaint investigation a follow up report will be submitted. All information reasonably known as of 18oct2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event reported was not made available for evaluation. This product undergoes a ansi/asqz 1.4 aql 1.0 level s-4 sample inspection prior to release to market. Given no lot number was provided, the investigation site is unable to perform a device history record (DHR) review for the product involved. O&m halyard conducts a product safety assessment for all products. This documentation has been reviewed for the face mask. The health hazard assessment conclusions indicate a low patient or end-user risk associated. Cleanliness procedures govern manufacturing areas. Surfaces are cleaned with 70% ipa at minimum once per shift. Clothing and hair net requirements are specified for teammates working in manufacturing environment. Hand washing and sanitizer is required prior to entry. All information reasonably known as of 29nov2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information on at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedure details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-ghc-22-00751. . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned